Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, an increase in threshold and decrease in impedance was noted on the right ventricular lead over the past year. The lead was capped and replaced on (B)(6) 2018. The patient was stable post-procedure.